Manufacturer narrative:
Full text article citation: matsushita k et al. Periprocedural predictors of new-onset conduction abnormalities after transcatheter aortic valve replacement. Circ j. 2020 sep 25;84(10):1875-1883. Doi: 10.1253/circj.cj-20-0257. Epub 2020 sep 1. Updated data following review of the full text article and supplementary file: a2 - added the mean age of the study's patient population. A3 - added the predominant gender of the study's patient population. B2 - checked two additional outcomes attributed to adverse event. B5 - additional information was received from the full text publication and supplementary file for this article: the study population was predominantly female with a mean age of 84 years. Among all patients, 13 peri-procedural deaths occurred. In addition, an unspecified number of all-cause deaths occurred during the 3-year follow-up. No further details were provided about the deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, additional adverse events that occurred: valve-in-valve implantation for an unknown reason, aortic regurgitation, myocardial infarction, stroke, and heart failure hospitalization. Based on the available information, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported. H6 - added patient codes and updated the eval code-conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: matsushita k et al. Abstract 14094: periprocedural predictors of new-onset conduction abnormalities after transcatheter aortic valve replacement. Circulation. 2019;140:a14094. Doi: 10.1161/circ.140.suppl_1.14094?af=r. Originally published 11 nov 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical predictors for new-onset conduction abnormalities in patients who underwent transcatheter aortic valve replacement with new generation valves. All data were prospectively collected from a single center between september 2014 and february 2018. The study population included 290 patients (demographics not provided). Of those, 73 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation due to new onset left bundle branch block or new onset conduction abnormalities; and new onset left bundle branch block without permanent pacemaker implantation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.